Manufacturer narrative:
The reported device was returned to zimmer surgical for initial product condition/visual examination evaluation and functional testing. Evaluation of the returned device noted the hub end was broken. No functional testing was performed due to the extent of the damage. Manufacturing records could not be reviewed as the lot number is not known. The reported event that "the blade broke at the blade hub / handpiece hub interface" was confirmed ast eh device was visually inspected and confirmed the blade hub had broken. Root cause of the reported event most likely is associated with the blade being use "off label" as defined and documented by the zimmer representative present during the procedure. Complaints of this nature will be tracked and trended to determine what, if any, additional actions are necessary.

Event description:
It was reported that the physician was performing a total knee arthroplasty utilizing an mis (minimally invasive surgery) approach. During the anterior chamfer cut, the surgeon was flexing the blade due to the tight space. The blade was flexed almost 30 degrees from the hub and at that time, the blade broke at the blade hub / handpiece hub interface. Additional information received indicated that the blade was used in the incorrect handpiece for this type of blade; a hall linvatec mpower 2 handpiece was used, however this blade is intended to be used with a hall linvatec power pro handpiece. There was no patient or user harm and no surgical delay associated with the report. An alternate blade was used to complete the surgery.